Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The cause of the image issue was a faulty board. The investigation was unable to determine the cause of the faulty board. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the subject device would not display an image with 180 scope series due to a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center would not transmit images when connected to 165 series endoscopes prior to an unknown procedure. There were no reports of patient harm associated with this event.